Manufacturer narrative:
Unable to prime during prime test due to to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched lcd window, cracked case near display window corner, broken reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed and her son is on his way to the emergency room for insulin. Troubleshooting was declined as caller did not have the device with her at time of call. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.